Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm during sensor error. Customer's blood glucose was unknown mg/dl. The customer was only able to know she had sensor error when she got home and upload the subjects pump. The customer will monitor the sensor.